Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, c6-th3 instrumentation using mountaineer was performed on a patient with metastatic spinal tumor. During surgery, the surgeon repeated sounding on cervical vertebrae pedicles with the pedicle feeler. After that, a nurse was wiping off the blood on the feeler and found that the feeler was bent at about 10mm from the tip. When the nurse touched the feeler to check, it was broken. The surgeon used another feeler (2867-10-200/viper) instead and completed the procedure without further issues. No broken pieces were left in the patient, and there were no adverse consequences to the patient. According to the surgeon, when using the feeler, surgeons tend to slightly bend the tip at the facility. From the fact that the feeler tip was slightly bent from the beginning, the surgeon thought that the breakage was probably due to metal fatigue resulting from overload applied repeatedly.

Manufacturer narrative:
(B)(4). One (1) ball point pedicle feeler [product code: 2744-30-000] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located approximately 10mm from the probe¿s distal tip. The fracture analysis report shows evidence of plastic deformation and a rough appearance across the entire surface, indicating that the probe underwent a static overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the pedicle feeler¿s distal tip breaking cannot be positively determined. However, the fracture analysis report shows evidence of plastic deformation and a rough appearance across the entire surface, indicating that the probe underwent a static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.